Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were deposits on the catheter of a bd angiocath¿ IV catheter 22g x 1.16 in before use. No injury or medical intervention.

Manufacturer narrative:
Samples or photos have not received for analysis of the incident in question. The final assembly batch: 6292115 used in the claimed final product batch: 6292237 of angiocath 22g x 1.00 ww it was checked as testes of presence of "foreign/no-foreign matter" and were not evidenced records of this defect. There are no quality notification (qn) or non-conformity report records of foreign matter, for the lots involved in this complaint, according to the DHR of the lot above. Bd was unable to confirm the incident in question. Investigation comments: as no photos or samples returned from the client were received for analysis, the presence of foreign matter in the catheter could not be confirmed. Based on the investigations of this complaint, it was not possible to assign a root cause for the incident to date.